Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2014-03444.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.